Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. No scroll bar ramping numbers with out button press noted. Scratched on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was performed. The device was returned for analysis.